Event description:
It was reported that the patient received bha surgery in 2007. Afterward, the patient fell on to the floor in 2008. At that time, the fracture was at the proximal femur. The surgeon thought from his experience that when a patient (after bha) fell on to the floor, the position of the fracture would usually be the distal femur. But in this case, the position of fracture was not distal, but proximal. The surgeon thinks that the cause of the proximal femur fracture would be due to lack of development of bone ingrowth at the proximal stem (the ha part).

Manufacturer narrative:
An evaluation of the device cannot de performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.